Event description:
It was further reported that the lead was capped and replaced due to a possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical devices: 5076-58 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. Noise was reproducible during an in-office exam. The sensitivity was reprogrammed. It was also noted that a lead warning had occurred previously due to a polarity switch for high impedance. The lead was reprogrammed back to bipolar configuration, but sporadic impedance measurements continued. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported the lead was explanted.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.